Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error alarm. The customer¿s blood glucose was 250 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer reported they were able to clear the alarm, able to rewind the insulin pump. Customer reported that the displacement test was passed and self test was failed. Customer states the insulin pump was not dropped or bumped. The device will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 43 or pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly. The motor was tested outside of the pump and passed.